Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the right common femoral artery. A 7x100x120 epic¿ vascular stent was advanced and deployed in the lesion; however, it was noted that the stent had foreshortened. Another shorter stent was deployed and the procedure was completed. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).